Manufacturer narrative:
Customer contacted the technical service center. It was determined that user error contributed to the discordant iron_2 results. As per the advia chemistry iron_2 instruction for use, "siemens recommends calibrating new reagent packs if the previous reagent pack was calibrated any time during its on-board stability, other than as a fresh pack." In this case, the customer had not recalibrated the back-up reagent back as the pack was switched in the middle of a patient run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high advia 1800 iron_2 results were obtained on several patient samples after the system switched from one reagent wedge to the back-up reagent wedge. The laboratory repeated the samples to confirm the high results, and lower patient values were generated. There are no known reports of adverse health consequences due to the discordant iron_2 results.